Event description:
It was reported that during initial vns implant surgery on (B)(6) 2014, a system diagnostic test was performed and the patient had a brief period of asystole that occurred while the test was being performed. The asystole ceased when the test was completed which showed normal device function at the time. The anesthesiologist described the event a ¿complete heart block ¿ ventricular standstill.¿ the anesthesiologist and the surgeon were not concerned with the asystole event. The patient¿s device was not programmed during the procedure. Follow-up revealed that the patient received a holter monitor by a cardiologist prior to programming on his device. The patient device was programmed on during an office visit on (B)(6) 2014. The patient was able to feel stimulation and no issues were reported.

Manufacturer narrative:
.